Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).

Event description:
Additional information received reported the patient¿s lead had moved. The reporter stated that during the revision the healthcare professional pushed the current lead back in and re-sutured the lead.

Event description:
It was reported that there were no patient symptoms/injuries related to this event. It was reported a few days later that the x-ray showed the lead had slipped out of the epidural space. It was reported that the patient had a lead revision the day of reported event. Additional information has been requested, but was not available as of the date of this report.